Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances. The physician elected to perform three commanded shocks and three defibrillation threshold (dft) tests to ensure therapy availability. Boston scientific technical services (ts) reviewed data from the implanted system and provided their recommendations for the system. These recommendations were provided to the physician and the physician has not provided further updates. This ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that indicated that a revision procedure was performed and this device was explanted. A series of four commanded shocks were performed after connecting the new device and two high out of range shock impedance values were returned. The physician elected not to replace the rv lead at the time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.